Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there were air bubbles inside the infusion set tubing and the reservoir. Blood glucose level at the time of the incident was not provided. The caller reported that she had experienced some high blood glucose levels, but did not provide values. During a follow up call, the customer's mother stated that the issue was still occurring. Blood glucose level at the time of this call was 157 mg/dl. The caller was advised that the reservoirs would be replaced and agreed to return the products for analysis.